Event description:
Importer MDR decision date (B)(6) 2012 - (B)(6). Injury alleged. Malfunction alleged. Letter received from an attorney stating that the end user was injured when the wheel broke off her 4-wheel bariatric rollator. MDR filed.